Manufacturer narrative:
(B)(4) - on (B)(6) 2011, baxter spoke with the caregiver (cg) who stated that the hp had continued on hemodialysis at the time of this report and would continue until (B)(6) 2011 when the peritoneum would be tested to see if if had healed enough to resume pd therapy. The cg also informed that on the night of (B)(6) 2011, they had experienced several low uf (ultrafiltration) alarms with a total negative uf of 350ml. The hp went to the emergency room where the peritoneal leak was discovered. A liter total of peritoneal fluid was removed from the pleural cavity and back area at that time. The hp was hospitalized and treated for 1 week with prophylactic antibiotics. The hc device will be returned to largo on (B)(6) 2011 per courier.

Manufacturer narrative:
(B)(4). The root cause of the reported event was undetermined. No device failure or malfunction was identified that could have caused or contributed to the patient's symptoms. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The availability of the device is unknown at this time. Should additional information or the device become available for evaluation, a follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2011, the (B)(4) stated that the hp was admitted to the hospital on (B)(6) 2011 and diagnosed with a peritoneal cavity leak. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) regarding the report of peritoneal cavity leak who stated that the leak had nothing to do with baxter's products or device. The hp's pd therapy was on hold at the time of this report for unknown reasons, but would resume eventually.

Event description:
On (B)(6) 2011, the caregiver (cg) of the home patient (hp) contacted baxter reporting several low drain volume alarms occuring during therapy that night, which resulted in a total negative ultrafiltration. The hp, at the end of therapy, experienced chest and shoulder pain and was taken by ambulance to the hospital.